Event description:
Customer reported the insulin pump alarmed button. Customer's blood glucose was 106 mg/dl. Customer reported she was asleep when she received the first alarm, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the displacement test or verify scrolling numbers due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.